Event description:
Procedure: sils op. According to the reporter: at the products, the isolation is broken at the place where instrument can be bended. Therefore, partially no closure of the branches possible. New instrument was used. No person injured, no extension of op, no blood loss, no extension of incision, no change of op, no loss or damage to tissue, no reinforcement material used. Nothing fell into the patient's cavity. The patient is well.

Manufacturer narrative:
(B)(4).